Event description:
The customer reported system would not produce an x-ray when commanded. No patient was involved as this system was being tested before a case.

Manufacturer narrative:
The customer reported that he found a pin on the lemo receptacle pushed in. He reseated the pin and verified proper operation of system. Unit is fully functional and operates as intended.